Manufacturer narrative:
Upon receipt at our post-mart quality assurance laboratory, a thorough evaluation of this programmer was performed. Visual inspection did not reveal any anomalies or damage. The programmer passed functional tests and baseline evaluation. Files were extracted and analyzed, where no instances of error codes were observed. Laboratory analysis was unable to confirm the complaint about touchscreen issues.

Event description:
It was reported that this programmer's touch screen froze at the start of a threshold test. The programmer was rebooted several times with no success. The programmer was changed out and the threshold test was completed. No adverse patient effects were reported.

Event description:
It was reported that this programmer's touch screen froze at the start of a threshold test. The programmer was rebooted several times with no success. The programmer was changed out and the threshold test was completed. No adverse patient effects were reported.

Manufacturer narrative:
This event is a duplicate to 13137674.